Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed to stay closed. A field service engineer (fse) conducted an initial assessment of drawer 5.1, which was intermittently failing to open. Through troubleshooting, it was determined that the latch sensor had been pulled and was damaged. The fse replaced the faulty latch sensor and verified proper latch functionality. The system functioned as intended after the field service engineer repaired the device.